Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited foreign material in the air water channel and in in the air water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause is classified as not established, indicating that the available findings do not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.